Manufacturer narrative:
Unit passed displacement, and self test. No hardware low level failures alarm was noted during testing; however, hardware low level failures was confirmed in the formatted history file (variableinfo = 3) due to a broken trace at the u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had a broken force sensor alarm. Customer was able to clear the alarm. Costume was able to rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.